Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: no devices received, log review only.

Event description:
It was reported the clinician hung a bag 250ml of iron sucrose (300mg) and programmed the pump according the order on the medication label. The intended rate was 83.3 ml/hr over three hours, however after one hour the infusion was completed. The patient's daughter alleged she heard the pump "running loudly" . Clinician turned off the pump and removed it from service. There was no changes to the patient's response or vital signs.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Additional information : device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the clinician hung a bag 250ml of iron sucrose (300mg) and programmed the pump according the order on the medication label. The intended rate was 83.3 ml/hr over three hours, however after one hour the infusion was completed. The patient's daughter alleged she heard the pump "running loudly" . Clinician turned off the pump and removed it from service. There was no changes to the patient's response or vital signs.